Event description:
Cardinal health nitrile exam gloves all have a "gasoline' or chemical type smell in the box. Have been noticing this for a while so it isn't a new thing. Previous gloves did not have this smell but also came out in clumps or tore when being worn. Cardinal came on site and confirmed the smell is apparent in our care units. They have samples to investigate. Not lot specific. All sizes impacted. Cardinal has opened an investigation with their manufacturer overseas. Products: refs: 88fs05xl, 88fs04l, 88fs03m, 88fs02s. Manufacturer response for nitrile exam glove, (brand not provided) (per site reporter).